Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for keypad anomaly. The customer¿s blood glucose level was 380 mg/dl at the time of the incident after coming home from church. Customer stated that when she went to give her self insulin the buttons did not work. Customer states that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshoot has stopped. The insulin pump will not be returned for analysis.